Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. A replacement device has been sent to the customer.

Event description:
The customer reported that their personal diabetes manager (pdm) experienced a thermal event. The pdm was charging at the time.